Event description:
It was reported to the aci sales professional that a male patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained via a 7f procedural sheath at the left common femoral artery (lcfa) via contralateral access. Peri-procedure, an anticoagulant (heparin) was administered to the patient and the patient's act was 270. A pre-procedure femoral angiogram revealed presence of calcification in the vicinity of the access site and the stick location at the mid femoral head. Following the procedure, the deployer who is a radiology technologist (rt) and a trained user of the mynx, with the aci sales professional present, used the device for femoral arterial closure. It was reported that the rt inserted the device and inflated the balloon. During device pullback towards the arteriotomy, a balloon rupture occurred. The rt removed the device and manual pressure was held for over 25 minutes at the access site followed by application of a femostop. Hemostasis was successfully achieved. The patient tolerated the procedure well and was ambulated and discharged per hospital protocol with no reported clinical sequela. It was reported that there were multiple sheath exchanges during the procedure. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and without a returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined.the review of the lhr (lot f1112404) indicated that the mynx device met all established performance criteria prior to shipment.